Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6) 2008. The procedure was completed with no complications and the patient was discharged several days after the procedure. Following discharge from the hospital, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. The exact nature and date of onset of these symptoms are unknown. It was reported that the patient currently experiences vaginal discomfort. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6) 2008. The procedure was completed with no complications and the patient was discharged several days after the procedure. Following discharge from the hospital, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. The exact nature and date of onset of these symptoms are unknown. It was reported that the patient currently experiences vaginal discomfort. All other information is unknown and reportedly unavailable.